Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 418 mg/dl. Customer did not troubleshoot for high blood glucose reading. Customer blood glucose reading reduced to 330 mg/dl after taking manual injection. Customer also reported blank display. After the troubleshooting, the display did not return. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: compromised force sensor system alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected alarm error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. No blank display anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window.